Event description:
Customer reportedly received results of 71 mg/dl and 171 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. On follow-up contact with customer, it was noted that the customer no longer has the strips to return to the manufacturer. Device will not be returned to manufacturer.